Event description:
Philips received a complaint on the intellivue x3 indicating a faulty speaker that was not able to produce an audible sound. It is known that the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
E1: reporting institution phone # (B)(6). E1: reporter phone # (B)(6). A philips remote service engineer (rse) spoke to the customer and had specific tests done that found that there was speaker error in the x3 module. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.